Event description:
Discordant, elevated cholesterol and creatinine results were obtained on an advia 1800 instrument. The discordant results were released to the physician(s), who questioned them. The samples were repeated and corrected results were sent to the physician(s). It is unknown what instrument the samples were repeated on. There are no reports of patient intervention or adverse health consequences due to the discordant, elevated cholesterol and creatinine results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and found that the instrument's chiller has failed, causing the reagent turntable tray (rtt) temperature to rise above the recommended storage temperature. The fse replaced the chiller and the rtt cooled at the recommended temperature. The cause of the discordant, elevated cholesterol and creatinine results is a malfunction of the instrument chiller . The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00381 was filed on august 16, 2013. Additional information (08/22/2013) the samples were repeated on an alternate instrument.

Manufacturer narrative:
The initial MDR 2432235-2013-00390 was filed on november 20, 2012. Additional information (09/25/2013): drifts in performance were not detected due to insensitivity in the control system.